Event description:
It was reported that the device fired and placed the first clip fine. The second clip jammed in the jaws and it was unable to be cleared. The customer opened a new device and completed the case with no patient consequence. The device will be returned for analysis.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received for analysis. Upon visual inspection of the device, the jaws were noted to have a small aperture; therefore, there were short feeding issues found when testing the device for functionality, causing the remainder clips not to feed into the jaws properly.